Manufacturer narrative:
Onsite investigation was preformed by the field representative who was unable to replicate the reported event upon testing the system. It functioned as designed and without issues. No parts were replaced and no further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system would not complete a 3d spin. The site would begin to spin and the system displayed the message 'aborted' once and they tried to redo the spin a 2nd and 3rd time and it would 'time out'. The panel would change from 3d to 2d then it became completely unresponsive and they couldn¿t select anything. It also gave an error message that the battery was at a critical low. They noted on the next two times it would start to spin but wouldn¿t complete. Site proceeded without the use of navigation and switched to a different imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0 . Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A review of the software logs showed that the imaging system did not complete the 3d scan because the battery levels were too low. The software was performing as designed. The imaging system batteries were simply not charged. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.